Manufacturer narrative:
Correction information: b4: date of this report, g6: follow up #1, h2: if follow-up, what type?, h3: device evaluated by manufacture and h6: coding changed based on the investigation result. Evaluation summary: after checking with the local subsidiary, the contents reported in this case were feedback on the workability of endoscope accessories and requests for product improvements such as a request for maintenance-free operation. There were no specific malfunctions. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On 15-jul-2024, the facility installed two sets of epk-7010 hosts, five eg29-i10 gastroscopes and three ec38-i10m colonoscopes. During the use, the user complained on pentax medical's water valve of-b188 and suction button of-b120. It has now caused the customer to disable two epk-i7010 mainframes and all pentax medical's endoscopes. The attraction button of-b120: it frequently fails to spring up when pressed (resulting in self-suction, insufficient air supply, slow gastrointestinal inflation, and serious suction of mucous membrane can lead to perforation), requiring silicone oil lubrication before each use (almost no customer can apply silicone oil every time). There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
D4: lot number is unknown. D4 UDI: "not distributed in USA", because products are no distributed in USA products, but similar device product is listed in USA. G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The pentax medical apac responded to a good faith effort request via email on 02-sep-2024 as follows information. There was no problem with the endoscope and the valve of the endoscope, and the user doesn't want o-ring type valve. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.